Event description:
It was reported to philips that the system had a geometry movement error.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer didn¿t provide the information. It was reported to the philips remote service engineer (rse) that the system had movement error where the system did not provide motorized movement when the control panel was pressed, and that they had to manually move it. The rse clarified to the customer that the reported system was a monoplane, not a biplane and the customer later indicated that they would verify this and confirm. The rse attempted to follow up with the customer via phone and email but did not receive a response from the customer, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.